Event description:
The customer reported that both of the monitors were not working. This resulted in a loss of the live image. There is no report of pt injury associated with this event.

Manufacturer narrative:
A ge service rep performed an onsite investigation. The power supply was replaced. The system was then found to be operating as intended.